Event description:
It was reported during in clinic follow up that the right ventricular lead displayed loss of capture and high pacing impedance. Fracture was suspected. The lead was capped on (B)(6) 1962. There were no patient consequences.